Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the drainage catheter was broken after opening the package. The device was not used in/on the patient.

Event description:
It was reported that the tip of the drainage catheter was broken after opening the package. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required per wiq1412900. However, the DHR was requested to review manufacturing records. Investigation summary: one navarre locking pigtail 10 fr x 30cm percutaneous biliary drainage catheter and one electronic photo were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a partial split in the catheter, as a partial circumferential slit was found near the distal end of the catheter, just proximal to the conical tip. The slit goes completely through the wall and has a smooth break boundary. The surface immediately around the slit is smooth and has a different color. Just proximal of the slit, there is a partially circumferential crease on the catheter surface. The crease stops at a region of surface located near the split that appears rougher when compared to the rest of the catheter surface. There is another separate region of rougher surface on the conical tip of the catheter. The interior surface near the split shows bulging starting at the junction of the distal cone and main catheter and extending throughout the conical region. Although the exact root cause is not known, the root cause was confirmed to be manufacturing related after further investigation by the manufacturer. Labeling review:as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.